Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests, on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. It is recommended to replace the g3 main board as a precaution. The customer declined the recommended replacement of the main board. The device was not recertified for clinical use and will scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.